Event description:
Black growth/contamination found on port of mini-bag plus prior to product use on patient. ====================== manufacturer response for IV mini bag plus, IV bag mini-bag plus (per site reporter) ====================== manufacturer has asked that the hospital return the product to them and have issued a call tag for the item to be picked up.

Event description:
Black growth/contamination found on port of mini-bag plus prior to product use on patient. Manufacturer response for IV mini bag plus, IV bag mini-bag plus (per site reporter). Manufacturer has asked that the hospital return the product to them and have issued a call tag for the item to be picked up.